Manufacturer narrative:
The device was not returned for evaluation therefore the failure analysis and determination of root cause was not possible. The complaint was unconfirmed. No DHR review or retain sample evaluation was possible as no lot number was identified. Scientist affairs was consulted to clarify the possible relation between the product and the medical aspects of the complaint description; nonetheless, the information provided is not enough to determine a root cause.

Event description:
A physician reported that id4501i duragen 4x5 1 pack ce was used for the tumor resection surgery and the procedure was completed. After surgery, cerebrospinal fluid (csf) retention was confirmed on (B)(6) 2020. The patient did not show any symptoms and the fluid retention was not getting enlarged, therefore the physician decided to observe the patient with no additional treatment. No patient information was available.